Event description:
Customer reported that the pump had overinfused pain medication. There was no pt adverse event. After the pt had completed the therapy. A pharmacist discovered that the actual volume remaining in the bag was 13ml while the pump history showed that 26ml should have been left. Biomed then tested the pump by setting a flow rate of 10ml/hr. The measured rate was 15ml/hr. The pump will be sent to product services for eval.